Manufacturer narrative:
This part is not approved for use in the united states; however a like device catalog # 54840006545, 510k #k091974 and UDI # (B)(4) was cleared in the united states. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre op diagnosis: trauma procedure performed: screw removal post op, set screw deviated because the patient rode a bicycle and tumbled. Only the set screw on one side had deviated completely. Bone union had been achieved, therefore, all implants were removed and the operation was completed. The revision surgery is for removal after the fixation. There were no complications to the patient as a result of this event.